Event description:
During procedure, surgeon attempted to use the protack tacker to secure the mesh. The protack did not fire correctly and was replaced with another tacker which worked without issue.